Event description:
It was reported that the graftmaster stent was used to treat a perforation that occurred in the unspecified coronary vessel with the use of a non-abbott device. Using a radial artery access approach the 3.0 x 16 mm graftmaster stent delivery system (sds) met resistance and was forcefully advanced but the device became kinked. The device was removed and a second stent was implanted and used to complete the case. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported kink was confirmed. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the device history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the rx graftmaster instructions for use, states that if resistance is encountered, do not force passage. Resistance may indicate damage to the device or movement of the stent on the balloon. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Manufacturer narrative:
(B)(4). Excessive force. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.